Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver was found to have a broken wire. A backup instrument of the same type was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with a backup da vinci instrument. There was no fragment falling inside the patient's anatomy.